Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's son reported via phone call that a 911 call was made and a nurse came on site two separate instances. The dates were (B)(6) 2016 and around (B)(6) 2014. The customer experienced high blood glucose levels. His blood glucose level was not reported. The customer was hospitalized due to his liver and different things. The customer was wearing the insulin pump. The customer received auto off and low reservoir alarms. The device was not returned.